Event description:
It was reported that during a monarch procedure the physician was unable to turn the bronchoscope on after removing the scope from the patient's trachea due to the camera image being grainy and ultimately going black. The physician elected to abort the case. There were no reported clinical consequences to the patient.